Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had the wrong time on it. The customer wanted to reset the time but the rewind was on the insulin pump screen. The customer changed the time three days ago; the buttons were hard to push. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.